Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patients' health care professional (hcp) wanted to move the patient's implant to a different location that required more length, without touching the patients current extension. Technical service (ts) told the rep that the only way would be to do off-label with a 37081 extension. Ts later called the rep back and left a voice message that 37082 has a 60 cm length also 3783 also can be used but it would require 2 extensions that are longer. The rep did not know the reason for moving the implant. No patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep). It was reported that the ins was dead. The patient requested the ins to be relocated because it was uncomfortable as it was on the side of her rib cage.